Manufacturer narrative:
The device was received with a cracked select button on the keypad overlay, scratched case. The device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and hypoglycemia. The customer¿s blood glucose level was 45 mg/dl, 50 mg/dl, 157 mg/dl, 196 mg/dl, 200 mg/dl, 204 mg/dl, 237 mg/dl, 257, 376 mg/dl, 397 mg/dl and 419 mg/dl. The customer gave insulin dose and bolus. The customer also reported that the reservoir lip ring was damage. The customer reported that the reservoir was able to lock in place when inserted into insulin pump. The customer did not troubleshoot for high blood glucose, bent cannula and sensor glucose and blood glucose. Customer did receive a sensor updating alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.